Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The pump logs confirmed a motor stall and motor stall recovery occurred. The stall occurred on (B)(6) 2015 at 5:10 am, and the stall recovered at 5:44 am. The patient was asleep on their couch when the stall occurred, and they did hear the pump alarm. There was no known magnetic source or cause of the motor stall. As of (B)(6) 2015, the patient reportedly recovered without permanent impairment, and they were doing very well. The pump contained dilaudid (20 mg/ml at 3.7 mg/day).